Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The family reported that the patient fell from her bike. Afterwards the patient no longer had any hearing sensation. An x ray shows the array to be in the cochlea. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The family reported that the child fell from her bike. Afterwards the child had no more hearing sensation. An x ray shows the array to be in the cochlea. Re-implantation is considered.